Manufacturer narrative:
(B)(4). Evaluation summary: the device was received fully clip deployed and in the access port retracted configuration. The clip was not returned. The sheath was fully slit, and undamaged. The delivery tube was undamaged and properly aligned. All four vessel locator wings (vlw) were broken, but complete and securely attached to the vessel locator assembly. There was no other detected device anomaly. The device was cleaned and reset for deployment testing. The test was successful with no detected resistance to thumb advancer/delivery tube deployment. Damaged vlws can be caused by numerous factors including, but not limited to manufacturing, user technique and anatomy. During manufacturing the lot is visually inspected for proper vlw manufacture, deployment, retraction and a sampling of completed starclose se units from the lot are functionally and destructively tested to verify proper device operation. Anatomically there was no reported information that would have contributed to the event. Technique likely played a significant role in the event. It was reported that the required nick and spread incision was inadequate. This would have led to the reported resistance encountered during deployment and compaction of tissue between the clip delivery tube distal end and deployed vlw during deployment of the thumb advancer and delivery tubeset through the tissue tract. The compaction of tissue would cause bending of the vlw. The bent condition of the vlw would not have retracted properly into the distal end of the delivery tube after clip deployment, requiring other means to remove the device. The inadequate nick and spread incision and deployment against resistance are off-label use. The starclose se instructions for use (IFU) states: it is necessary to create a 5-7 mm skin incision at the sheath site to accommodate the insertion of the clip delivery tube into the tissue tract. The IFU also states: do not advance or withdraw the starclose se vascular closure device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the starclose se device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate interventional and/or surgical removal of the device and vessel repair. The investigation was able to confirm the reported broken vlws and reported difficult to remove condition based on the physical attributes of the returned device. The likely cause for the reported event was incorrect user technique. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint-handling database was performed and there is no indication of a specific product quality deficiency.

Event description:
It was reported that an arteriotomy closure of a non calcified common femoral artery was attempted using a starclose se device after an coronary diagnostic procedure. Reportedly, resistance was encountered while advancing the thumb advancer; however, the sheath was split completely. After the clip was deployed, the device could not be removed from the anatomy. Per the instructions for use, the release mechanism was used unsuccessfully and the device still could not be removed. The tissue tract was dissected to enlarge and the device was pulled out. The clip deployed in the intended position and achieved hemostasis. When the device was removed the locator wings were observed to be damaged with all four wings intact. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. Additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported that the device was used after excessive resistance was encountered. This may result in vessel damage. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.